Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away after being in the hospital for 27 days. It was stated that the customer was wearing the insulin pump at the time of his passing. The customer had been hospitalized for lung and breathing issues. The caller stated that the customer's blood glucose levels were above 600 mg/dl due to the medication that he was on. The caller stated that the customer's death was not related to the insulin pump at all, and stated that his heart just stopped beating. Nothing further was reported.